Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the compliant device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system was seen after the implant of this leadless pacemaker. A defibrillation threshold (dft) test was performed and it was noted that the commanded shock failed to convert the rhythm. Shock impedance issues were also observed. Then, a fluoroscopy image was made and it was found the s-ICD system migrated. Subsequently, a revision procedure was performed, and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. The observation of migration could not be confirmed in the laboratory, and the failure to convert the arrhythmia was most likely caused by the device migration. However, during analysis a high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system was seen after the implant of this leadless pacemaker. A defibrillation threshold (dft) test was performed and it was noted that the commanded shock failed to convert the rhythm. Shock impedance issues were also observed. Then, a fluoroscopy image was made and it was found the s-ICD system migrated. Subsequently, a revision procedure was performed, and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.